Event description:
It was reported that insulin was observed leaking inside the cartridge slot of an ilet device, which corresponded with a blood glucose elevation recorded at 400 mg/dl; the user was guided through a supply change using cartridges from a different lot, and blood glucose returned to range afterward, indicating a device leak associated with the reservoir component. Investigation of this case revealed a leak or splash attributable to a seal leakage at the reservoir, consistent with a component-related failure. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure of the reservoir.